Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.

Event description:
Device report from (B)(6) reported unretrieved screw shafts from ingrown screws. Removal of tibial plate for unknown reason, two locking screws are ingrown. Screw heads needed to be removed by a drill bit, it was not possible to remove the screw shaft. Ligaments were fixed by means of screws and washers. This is the second of two reports for this event.